Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user remained connected to the infusion set during a cartridge change and performed a fill tubing sequence that delivered up to 5.6 units of insulin while connected, after which blood glucose decreased from 237 mg/dl and later dropped to 40 mg/dl; customer education on disconnecting during fill tubing was provided. Symptoms included hypoglycemia requiring oral carbohydrate intake. Outcomes included self-management with oral glucose and monitoring at home without medical intervention. Investigation included customer interview and device-use education. Investigation of this case revealed user technique contributed to insulin delivery during the fill sequence while connected. It was concluded that the device functioned as designed and that user training addressed the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.